Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately eleven years post-implantation due to patient allegations of elevated metal ion levels and metallosis this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Operative report noted that during the procedure, metal debris, pseudocyst formation, corrosion and bone damage were noted. The femoral head and acetabular cup were removed and replaced, and a line was also implanted.

Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Medical products - item # 103202 taperloc porous femoral lot# 099550 ; item# 11-173662 m2a 38mm modular head lot# 155870. Reported event was confirmed through review of medical records. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. Device history record was reviewed and no discrepancies were found. Complaint history review determined no further action is necessary as no trends were identified. Root cause was unable to be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient's legal counsel reported patient underwent left hip arthroscopy 10 years post-implantation due to popping sensation. During the procedure, a minimal bursectomy and debridement was performed and the iliopsoas tendon was released. The patient was revised one year later due to elevated metal ion levels and metallosis. Revision operative report noted metal debris, pseudocyst formation, corrosion and bone damage. The femoral head and acetabular cup were removed and replaced, and a liner was implanted.